Event description:
Reportable based on device analysis completed on 06 nov 2024: it was reported that a catheter issue occurred. The 72% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it failed to pass due to calcification. The procedure was completed using another of the same device. No patient complications were reported. However, the device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. Microscope inspection also showed the imaging window was twisted; however, no damage was observed on the distal tip or guidewire exit port assembly. Functional inspection was performed using a test guidewire, and no indication of resistance in tracking the guidewire into the catheter was noted.